Manufacturer narrative:
The device was inspected at the service department of olympus medical systems (B)(4). The inspection revealed no abnormalities other than the corrosion inside the light guide lens. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
An olympus engineer found that there was corrosion on the inside of the light guide lens during an annual inspection of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional inspection by olympus medical systems india private limited (omsi) confirmed followings; -the adhesive on the bending section rubber was cracked. -there were wrinkles and cuts in the insertion tube. -the suction cylinder was shaved. -the switch on the control body was scratched. -the universal cord was scratched and sticky. -the angulation range of the bending section was insufficient. -the play of the angle knob was out of the standard. -the lighting was uneven. -there were black spots on the endoscopic image. -the amount of suction was insufficient. -the light guide bundle was broken. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. Based on omsi inspection results and past similar event investigation results, olympus medical systems corp. (Omsc) assumed that the reported event was caused by following flow; 1. Due to the physical stress applied to the distal end, the adhesive part between the distal end cover and the light guide lens was slightly peeled off. 2. Dirt entered the inside of the lens through this gap. If significant additional information is received, this report will be supplemented.